Event description:
Medwatch uf# 340010-2012-67 was received, a copy will be included with the report. This is 6 of 14 reports for the same event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
The screw is designed for the temporary fixation of bone fragments; either with the assistance of a plate or stand alone. The design risk assessment was reviewed and found to adequately address the complaint event. The screws returned did not fail mechanically. Upon removal of the hardware, due to patient discomfort, the surgeon reported that the fracture appeared to have healed and did not reapply new hardware. The complaint is not hardware related. The exact circumstances that led to the patients discomfort or the manner in which the screws were actually implanted is unknown.